Event description:
The patient was reportedly experiencing high blood glucose and ketone levels and was unable to get them under control. The levels did not lower even after the patient changed the pod. Blood glucose levels were as high as 20 mmol/l (360 mg/dl) and ketones at 0.4 mmol/l (7.2 mg/dl). The pod was worn on the patient's abdomen for between 24 and 36 hours. The patient went to the emergency room (ER) where blood work was done and an electrocardiogram was performed. Intravenous therapy was offered but the patient declined and went home. Patient delivered correction boluses and had plenty of clear fluids for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.